Event description:
Or personnel was attending to a surgical pt, who arrested during the procedure. An attempt was made to shock the pt and allegedly the device would not fire. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. The cause of death was reported to be an upper airway obstruction.